Event description:
Planned procedure was right distal humerus treatment of nonunion, iliac crest bone graft. Original surgery date was approximately two weeks prior. Patient taken back to surgery due to broken screws in his right distal humerus two weeks after initial surgery.